Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump had a cracked syringe port, screen scratches and a cracked syringe port window. No issues were found in the event history log. Functional testing was able to replicate the reported issue. Functional testing identified error code 112. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's intermittent motor is the most probable cause. The motor and vibration motor assembly were replaced.

Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.